Event description:
I have a philips/respironics remstar plus m-series model #200m bipap machine which I just recently noticed has tiny pieces of grey colored foam coming out of the unit. I have been having uncontrollable coughing at night which I believe is linked to this. I took out the filter and washed it with plain water and also noticed that the foam is actually deteriorating. I am concerned that these small pieces of foam could get into my body and pose a more serious health problem.